Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, on postoperative day three, the patient sustained a staple line breakdown at the small bowel. An anastomotic leak was identified from an unidentified reload. There were no intraoperative staple complications noted, all staple lines were intact. The patient is reported to be recovering well. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Endowrist 30 stapler logs show the instrument was used first, and it was installed on the system 1 time and fired 1 white reload. On the only install, the first clamp was successful, and the firing was completed without error. The instrument was then removed and not used in the procedure again. Sureform 60 stapler logs show the instrument was installed on the system 4 times and fired 4 blue reloads. On each install, all clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the system failed to detect the reload color and the user manually selected the blue reload via the user interface on the surgeon side console (ssc) touchpad. After the 4th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.